Manufacturer narrative:
D.4. Medical device expiration date: unknown h.4. Device manufacture date: unknown h3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd safetyglide¿ needle is blocked. The following information was provided by the initial reporter: verbatim: we had another incident yesterday with the same issue. We were able to keep the needle this time.

Manufacturer narrative:
Investigation summary no samples or photos received by our quality team for evaluation. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. During review of the process, process variations during the needle lubricant application can create clogged needles. Corrective and preventative actions have been implemented. Several quality initiatives have been implemented on our manufacturing line to ensure that the needle lubricant application is properly applied during the manufacturing process. Additionally, a monitoring program is also in place to verify the needle lubricant is applied uniformly to the needle.

Event description:
It was reported that the bd safetyglide¿ needle is blocked. The following information was provided by the initial reporter: verbatim: we had another incident yesterday with the same issue. We were able to keep the needle this time.